Manufacturer narrative:
Results pending completion of evaluation.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. After the deployment of the first ctag device (tgu373715j/11514873), the angiogram showed a proximal type I endoleak. The physician performed a few additional touch-up ballooning using a gore® tri-lobe balloon catheter (bcl2645j/11000179). However, the endoleak persisted. The second ctag device (tgu373710j/12088085) was implanted to reline the first device to strengthen the sealing to the aortic wall. A minor endoleak remained, but the physician decided to monitor the endoleak and concluded the procedure. On (B)(6) 2014, the patient was brought into the emergency room with a severe back pain. Computed tomography scan showed a type a dissection developed at the proximal edge of the tgu373715j/11514873. On the same day, the devices were explanted and the total arch replacement was performed to treat the type a dissection. The patient tolerated the procedure. The physician reportedly stated that the dissection was contributed by the procedure performed to exclude the type ia endoleak. The patient was discharged in good condition.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tri-lobe balloon catheter instructions for use (IFU),&#65533;@adverse events which may require intervention include, but are not limited to dissection.